Event description:
It was reported that "when the surgeon pulled at the string of the patty, only the string was removed from the patient. The patty was still in place and were not found during the operation. The surgeon could not locate the patty with the intraoperating c-arm. So the operation was finished and the patient went to a CT scan where the patty was localised. After this a second operation was done to remove the patty. An additional CT scan was required to locate the patty and after this a second operation was done to remove the patty out of the patient. There were no patient symptoms/injuries related to this event." As of the date of this report, no further information has been received from the foreign initial reporting source.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned to the manufacturer; therefore, an evaluation was not conducted.

Manufacturer narrative:
Analysis.. Date device received by qe: (B)(4) 2012. Date of testing: (B)(4) 2012. Test methods: visual inspection. Test results: failure mechanism: physical degradation failure mode: it is apparent, through the visual inspection of the device, that the locator string of the device is no longer attached. This failure mode can be attributed to the misuse of the device. The locator string is meant to be a visual aid for the surgeon and it is not meant to be used for the removal of the device. Customers are instructed, through the IFU, to remove the patty with forceps and not to use the locator string as a means of removal.